Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during a day one (1) postop examination following a cataract plus trabecular microbypass stent system procedure, the surgeon could not locate one (1) of the two (2) stents implanted in the trabecular meshwork (tm), presumably loose in the angle. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing with the surgeon ways to locate the stent and patient monitoring. Additional treatment options were also discussed based on patient condition and the positioning of the stent. Additional information has been requested.